Event description:
It was reported that device embolization and cardiac perforation occurred. The device was explanted. The patient then suffered a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted while using a watchman trusteer access system (was). Six (6) months later, the patient was brought to the electrophysiology (ep) lab for an explant procedure as the closure device had embolized and had become stuck in the left ventricular outflow tract (lvot). Transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy was used for imaging. Heparin was given for anticoagulation intraprocedural and was kept between 200-300 seconds, yet the tee and ice images showed some smoke and sludge yet no thrombus. A versacross connect kit was used intraprocedural for transseptal puncture. The physicians attempted to use a 23f non-boston scientific (bsc) large bore introducer sheath across the fossa to go into the mitral valve to attempt to snare out the closure device stuck in the transcatheter aortic valve replacement (tavr) valve with a non-bsc grasping device. When this proved difficult, arterial access was obtained instead. A trusteer was was then used with a non-bsc retrieval device through it, but then the non-bsc retrieval device itself embolized and was stuck in the ascending aorta. After several attempts, the physician was able to snare the non-bsc retrieval device through the was and out of the patient body but likely caused some damage in the process. The physician then accessed the left ventricle through a technique the physician called 'gerbode.' In this procedure, the physician made a transseptal puncture from the right atrium into the left ventricle to better access the stuck closure device. After ballooning this atrioventricular septum, the physician was able to put a 13fr steerable non-bsc sheath with a non-bsc snare device through it to grab the closure device. Finally, the closure device was removed from the left ventricle through the non-bsc steerable sheath and the whole system was removed from the body. A non-bsc vascular plug was placed to close the atrioventricular septum made. In the process of all of this, a cardiac perforation was accidentally made through the pericardium, so another non-bsc vascular plug was used to prevent an effusion. Finally, another 27mm watchman flx pro closure device and delivery system (was) was inserted and the closure device was implanted. It was noted the closure device was under compressed and did not meet release criteria, the physician did not want to upsize since so many interventions had already taken place. The procedure was concluded. The physicians then determined the patient may have suffered a cva after waking up. The patient was admitted, and a magnetic resonance imaging (MRI) scan may be ordered. In the physician's opinion, the entire procedure was very long in explanting and reimplanting and may have contributed to the stroke event.

Manufacturer narrative:
B5: information added. H6 patient code removed: stroke/cva. H6 impact code removed: imaging required.

Event description:
It was reported that device embolization and cardiac perforation occurred. The device was explanted. The patient then suffered a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted while using a watchman trusteer access system (was). Six (6) months later, the patient was brought to the electrophysiology (ep) lab for an explant procedure as the closure device had embolized and had become stuck in the left ventricular outflow tract (lvot). Transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy was used for imaging. Heparin was given for anticoagulation intraprocedural and was kept between 200-300 seconds, yet the tee and ice images showed some smoke and sludge yet no thrombus. A versacross connect kit was used intraprocedural for transseptal puncture. The physicians attempted to use a 23f non-boston scientific (bsc) large bore introducer sheath across the fossa to go into the mitral valve to attempt to snare out the closure device stuck in the transcatheter aortic valve replacement (tavr) valve with a non-bsc grasping device. When this proved difficult, arterial access was obtained instead. A trusteer was then used with a non-bsc retrieval device through it, but then the non-bsc retrieval device itself embolized and was stuck in the ascending aorta. After several attempts, the physician was able to snare the non-bsc retrieval device through the was and out of the patient body but likely caused some damage in the process. The physician then accessed the left ventricle through a technique the physician called 'gerbode.' In this procedure, the physician made a transseptal puncture from the right atrium into the left ventricle to better access the stuck closure device. After ballooning this atrioventricular septum, the physician was able to put a 13fr steerable non-bsc sheath with a non-bsc snare device through it to grab the closure device. Finally, the closure device was removed from the left ventricle through the non-bsc steerable sheath and the whole system was removed from the body. A non-bsc vascular plug was placed to close the atrioventricular septum made. In the process of all of this, a cardiac perforation was accidentally made through the pericardium, so another non-bsc vascular plug was used to prevent an effusion. Finally, another 27mm watchman flx pro closure device and delivery system (was) was inserted and the closure device was implanted. It was noted the closure device was under compressed and did not meet release criteria, the physician did not want to upsize since so many interventions had already taken place. The procedure was concluded. The physicians then determined the patient may have suffered a cva after waking up. The patient was admitted, and a magnetic resonance imaging (MRI) scan may be ordered. In the physician's opinion, the entire procedure was very long in explanting and reimplanting and may have contributed to the stroke event. It was further added the closure device embolization was discovered when the patient came in for a routine tee follow up, had no follow ups prior. Release criteria aspects of the original index procedure were met. The shape of the laa was a chicken wing. It was noted that the non-bsc grasping device and was being used off label likely caused vascular damage to the aortic arch because of all of the manipulations in attempting to first place the non-bsc grasping device and then during the retrieval of the non-bsc grasping device once it had itself embolized; its suspected this could have been part of what caused the patient to have a cva. The cva symptoms were apparent on waking the patient up from the index procedure and then diagnosed via magnetic resonance imaging (MRI) scan.

Event description:
It was reported that device embolization and cardiac perforation occurred. The device was explanted. The patient then suffered a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted while using a watchman trusteer access system (was). Six (6) months later, the patient was brought to the electrophysiology (ep) lab for an explant procedure as the closure device had embolized and had become stuck in the left ventricular outflow tract (lvot). Transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy was used for imaging. Heparin was given for anticoagulation intraprocedural and was kept between 200-300 seconds, yet the tee and ice images showed some smoke and sludge yet no thrombus. A versacross connect kit was used intraprocedural for transseptal puncture. The physicians attempted to use a 23f non-boston scientific (bsc) large bore introducer sheath across the fossa to go into the mitral valve to attempt to snare out the closure device stuck in the transcatheter aortic valve replacement (tavr) valve with a non-bsc grasping device. When this proved difficult, arterial access was obtained instead. A trusteer was then used with a non-bsc retrieval device through it, but then the non-bsc retrieval device itself embolized and was stuck in the ascending aorta. After several attempts, the physician was able to snare the non-bsc retrieval device through the was and out of the patient body but likely caused some damage in the process. The physician then accessed the left ventricle through a technique the physician called 'gerbode.' In this procedure, the physician made a transseptal puncture from the right atrium into the left ventricle to better access the stuck closure device. After ballooning this atrioventricular septum, the physician was able to put a 13fr steerable non-bsc sheath with a non-bsc snare device through it to grab the closure device. Finally, the closure device was removed from the left ventricle through the non-bsc steerable sheath and the whole system was removed from the body. A non-bsc vascular plug was placed to close the atrioventricular septum made. In the process of all of this, a cardiac perforation was accidentally made through the pericardium, so another non-bsc vascular plug was used to prevent an effusion. Finally, another 27mm watchman flx pro closure device and delivery system (was) was inserted and the closure device was implanted. It was noted the closure device was under compressed and did not meet release criteria, the physician did not want to upsize since so many interventions had already taken place. The procedure was concluded. The physicians then determined the patient may have suffered a cva after waking up. The patient was admitted, and a magnetic resonance imaging (MRI) scan may be ordered. In the physician's opinion, the entire procedure was very long in explanting and reimplanting and may have contributed to the stroke event. It was further added the closure device embolization was discovered when the patient came in for a routine tee follow up, had no follow ups prior. Release criteria aspects of the original index procedure were met. The shape of the laa was a chicken wing. It was noted that the non-bsc grasping device and was being used off label likely caused vascular damage to the aortic arch because of all of the manipulations in attempting to first place the non-bsc grasping device and then during the retrieval of the non-bsc grasping device once it had itself embolized; its suspected this could have been part of what caused the patient to have a cva. The cva symptoms were apparent on waking the patient up from the index procedure and then diagnosed via magnetic resonance imaging (MRI) scan. It was further reported the patient was never discharged post cva and closure device retrieval procedure and died. Official cause of death is unknown, but it was stated the death was due to "these extensive interventions".

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0034580990. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (additional device required), perforation (prolonged episode of care, hospitalization) and death. Risk review: a risk review was completed and confirmed that the events of embolization, perforation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B2: death added, death date estimated b5: information added. H6 impact code added: death.

Event description:
It was reported that device embolization and cardiac perforation occurred. The device was explanted. The patient then suffered a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted while using a watchman trusteer access system (was). Six (6) months later, the patient was brought to the electrophysiology (ep) lab for an explant procedure as the closure device had embolized and had become stuck in the left ventricular outflow tract (lvot). Transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy was used for imaging. Heparin was given for anticoagulation intraprocedural and was kept between 200-300 seconds, yet the tee and ice images showed some smoke and sludge yet no thrombus. A versacross connect kit was used intraprocedural for transseptal puncture. The physicians attempted to use a 23f non-boston scientific (bsc) large bore introducer sheath across the fossa to go into the mitral valve to attempt to snare out the closure device stuck in the transcatheter aortic valve replacement (tavr) valve with a non-bsc grasping device. When this proved difficult, arterial access was obtained instead. A trusteer was was then used with a non-bsc retrieval device through it, but then the non-bsc retrieval device itself embolized and was stuck in the ascending aorta. After several attempts, the physician was able to snare the non-bsc retrieval device through the was and out of the patient body but likely caused some damage in the process. The physician then accessed the left ventricle through a technique the physician called 'gerbode.' In this procedure, the physician made a transseptal puncture from the right atrium into the left ventricle to better access the stuck closure device. After ballooning this atrioventricular septum, the physician was able to put a 13fr steerable non-bsc sheath with a non-bsc snare device through it to grab the closure device. Finally, the closure device was removed from the left ventricle through the non-bsc steerable sheath and the whole system was removed from the body. A non-bsc vascular plug was placed to close the atrioventricular septum made. In the process of all of this, a cardiac perforation was accidentally made through the pericardium, so another non-bsc vascular plug was used to prevent an effusion. Finally, another 27mm watchman flx pro closure device and delivery system (was) was inserted and the closure device was implanted. It was noted the closure device was under compressed and did not meet release criteria, the physician did not want to upsize since so many interventions had already taken place. The procedure was concluded. The physicians then determined the patient may have suffered a cva after waking up. The patient was admitted, and a magnetic resonance imaging (MRI) scan may be ordered. In the physician's opinion, the entire procedure was very long in explanting and reimplanting and may have contributed to the stroke event. It was further added the closure device embolization was discovered when the patient came in for a routine tee follow up, had no follow ups prior. Release criteria aspects of the original index procedure were met. The shape of the laa was a chicken wing. It was noted that the non-bsc grasping device and was being used off label likely caused vascular damage to the aortic arch because of all of the manipulations in attempting to first place the non-bsc grasping device and then during the retrieval of the non-bsc grasping device once it had itself embolized; its suspected this could have been part of what caused the patient to have a cva. The cva symptoms were apparent on waking the patient up from the index procedure and then diagnosed via magnetic resonance imaging (MRI) scan. It was further reported the patient was never discharged post cva and closure device retrieval procedure and died. Official cause of death is unknown, but it was stated the death was due to "these extensive interventions".